Event description:
As reported in mw5111445: "the patient had a total knee replacement performed on the date indicated. The knee failed much earlier than expected. Work up was negative for infection. The records indicate the original surgery was done using stryker high viscosity bone cement for the knee replacement surgery. The patient had to have revision surgery as indicated. The findings at the time of surgery were classic for a cement failure in that the cement was not bonded or adherent to the implants but was affixed to the bone. This case is one of many cases of failure after 1.5-2.5 years when using this product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.